Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had buttons not responding when first press. The customer also stated that the insulin pump had battery life diminished. The customer stated that the some batteries lasting less than 7 days, insulin pump rejects some new batteries, cracks or hairline fractures, battery cap worn out, had to rewind more than once and rewind was slower and had an unexplained and random no delivery alarm. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.